Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer¿s representative (rep) regarding the patient¿s implantable drug infusion device. The drug being delivered was unknown. The reason for use was intractable spasticity and cerebral palsy. It was reported that the rep was going into a case today ((B)(6) 2018) and wants to prepare. The pump was removed at some point because of an infection. The catheter was left inside the patient and they had no further information about this event at the time of the call. The reason for call is that the caller wants to review how to calculate the revised catheter if they choose to keep the old catheter (8703s). Caller stated she is unsure if they left the catheter as is or if they removed any portion of it. Since they do not have the old pump she does not know what the original implanted length is either. It was reviewed that there is no universal number to be used in a scenario like this. It was then reviewed to try to get the original implanted catheter length if they can and if not an option is to physically measure the catheter from the outside to get a rough estimate. The rep is hoping the hcp will just replace the whole catheter but she is not sure at this time. If they revise the pump segment they will be using the 8596sc revision kit. The rep will consult with the hcp and call back if they need further assistance. The rep called back with an update, the patient had an existing 8703w (volume unknown). On (B)(6) 2018 they added 8596sc (nothing cut). The doctor would like to use the volume of 0.2 ml and the tech helped the rep with entering in the info into the 8840. The tech explained if the volume is slightly under to consider that the patient may not receive therapy right away. The catheter could not be revised in the spinal segment since the patient has their spine fused. Total pump tubing and catheter prime was 0.34 ml. There were no further complications reported/anticipated.

Event description:
Additional information was received from the rep on 2018-nov-26. It was reported that it was unknown if there was a device issue, pa tient/therapy issue, or procedure issue related to the infection. The infection had been resolved. It was unknown when the infection was first noticed. The patient¿s weight at the time of the event was unknown. The status of the device was that it was ¿explanted prior to revision surgery. Date is unknown.¿ the provided information has been confirmed with the physician. There were no further complications reported/anticipated.